Event description:
Three 3.5mm taxus stents were placed in pt in 2005 for acs. Plavix discontinued after one full year of use. No gaps, to my knowledge. Pt suffered acute mi while on vacation, about two weeks after plavix stopped. Acute cath showed thrombotic restenosis of 2/3 stents. Treatment with balloon ptca restored flow, troponin rise about 10. No complications thereafter.